Event description:
The original surgery date 2014-(B)(6). The patient did not get the revision surgery the bolt is broken

Event description:
It was reported that a patient underwent a lumbar disc procedure. During the surgery, two screws slipped and were replaced to complete the surgery. No impact was reported to the patient. The patient¿s current status is overall ok.

Manufacturer narrative:
Additional information: product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample m8 set screw found the set screw unable to be engaged in the fas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.